Event description:
Procedure: lobectomy. According to the reporter: the 1st firing was not completed, so the surgeon fired a second sulu and staples did not form properly. Bleeding was reported as under 200cc, but transfusion was performed. Additional manual suturing was done.

Manufacturer narrative:
(B)(4).